Event description:
Boston scientific received information that due to a suspected lead malfunction, surgical intervention was performed to investigate integrity of this right atrial (ra) lead. During the procedure, the ra lead was observed fractured and consequently removed. The associated non-boston scientific device was reprogrammed to vvi. No additional adverse patient effects were reported and the explanted product is not intended to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.